Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the personal diabetes manager (pdm) lcd screen was no longer readable or functioning. The patient reportedly had high blood glucose levels and visited the hospital for medical assistance. Additional information was solicited but unavailable. The patient resides in the netherlands and was traveling to luxembourg when the reported had event occurred.